Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01227, 0001825034-2018-01229, 0001825034-2018-01230. Concomitant products: cat 192115 ¿ lot 182440 - echo por fmrl lat nc, cat 010000665 ¿ lot 3568094 ¿ g7 pps ltd acet shell, cat 010000850 ¿ lot 3575908 - g7 neutral e1 liner. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required as no were trends identified. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6) patient underwent a left tha on (B)(6) 2016. On 3 month eq5d form, they reported having some problems walking about, washing/ dressing themselves, performing usual activities and moderate pain or discomfort. On one year eq5d form, they reported having some problems walking about, washing/ dressing themselves, performing usual activities and reported extreme pain and discomfort. Pain/satisfaction rating was 8 at the 1-year followup visit. On (B)(6) 2018 - per review by clinician on (B)(6) 2018, moderate pain and difficulty with adls at 3mo is not an abnormal finding. Preop patient rates pain numerically as 10/10 at rest and 8/10 when moving. At 3mo patient reports zero pain with rest and 3 when moving with a satisfaction score of 10/10-very satisfied. Preop harris reports pain as totally disabling, crippling, bed ridden, severe limp, 2 crutches or walker, indoor walking only, unable to use public transportation. At 3mo mild pain, no effect on average activity, no limp, no longer using assistive devices, able to walk 6 blocks. By one year harris patient reports no pain, no use of assistive devices, slight limp, with a continues satisfaction score of 10/10-very satisfied. At one year pain at rest and when moving have increased to 5 and 8 respectively and eq5d reports extreme pain, even though oxford and harris scores both report none or no pain related to the hip and a 10/10-very satisfied sore. Contributing factors are osteoarthritis of right hip, right knee, left knee, and ankles, as well as unknown malignancy and endocrine disease. Extreme pain, 8/10, at one year postop is a complaint.